Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the nurse noticed that the hub of a neuron max 6f 088 long sheath was disconnected from the catheter. The damage to the neuron max was found prior to use, and therefore, it was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the neuron max was fractured approximately 3.0 cm from the hub just distal to the ID band. The neuron max distal tip was deformed. Conclusions: evaluation of the returned neuron max revealed it was fractured on its proximal end very close to the hub. This damage is likely a result of mishandling the device during preparation or manipulating at extreme angles upon removal from the packaging tube. Further evaluation revealed the distal tip was deformed. This damage was likely incidental and occurred when packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.